Event description:
It was reported that egms revealed noise on the right atrial lead. The noise was reproducible with pocket manipulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.